Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Three weeks after the PICC was inserted, the patient noted that the purple hub cap snapped off and the PICC was replaced. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence.